Event description:
In 1998 pt had surgery to remove right breast implant (silicone) and had placement of right saline breast implant. In 2001, pt had capsulectomy and removal of right breast saline implant.